Event description:
In the procedure, user was pressing roll right. The table quickly moved right and the patient fell off the table. Patient received cuts and bruising.

Manufacturer narrative:
The cause of this event is unknown. Because the hospital was not willing to describe the patient's injury, it is not possible to know whether the injury was serious. Because the hospital was not willing to allow evaluation of the device, it is not possible to know whether it malfunctioned. Device not returned.

Event description:
In the procedure, user was pressing roll right. The table quickly moved right and the patient fell off the table. Patient received cuts and bruising.